Event description:
It was reported that the patient experienced high blood glucose, and was going into diabetic ketoacidosis. The reported blood glucose was 305 mg/dl. It was stated that the patient went to her doctor, and was also experiencing extreme thirst. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap was noted. The insulin pump passed the prime test, but failed the high pressure test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.